Event description:
Pt was set up for a bi-phasic study. Seventy five ml of contrast was injected into the pt's right endecubital vein. An extravasation occurred under the eda patch. There was swelling approx 4 inches long and 1-1.5 inches high. The injector read "range ok". It was believed that all of the 75 ml of contrast extravasated into the arm. The pt complained of pain. Compresses were applied and benedryl was given. The pt was sent home and returned for follow up on 8/12/98 and appeared to be doing okay.